Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said stimulation will randomly turn off. They added that whenever that happens, they check and confirm that stimulation was indeed turned off. The consumer reported this event to their healthcare provider (hcp) who instructed them that it is completely normal and is probably caused by electromagnetic interference (emi) in the environment. No further patient complications have been reported as a result of this event.